Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with sensor readings in the 300¿370 mg/dl range over several days, alongside frequent meal announcements and low insulin alerts, prompting education on proper meal announcing and a complete supply change to address possible delivery issues. Symptoms included elevated blood glucose without reported nausea or vomiting. Outcomes included continued device use with glucose trending downward after troubleshooting and no hospitalization. Investigation included remote review of pump reports, alert history, and guided replacement of infusion set, cartridge, and related consumables, as well as user education on pump operation and referral to the healthcare provider for therapy review. Investigation of this case revealed no evidence of leakage or hardware alarm malfunction, with contributing factors possibly including maladaptive meal announcing and potential insulin sensitivity changes while using lispro, though a definitive device-related failure was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.